Event description:
It was reported that during implant, the cardiac resynchronization therapy defibrillator (crt-d) measured a pacing impedance of 0 to 19 ohms for all vectors. A replacement device was implanted and impedance readings were normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Analysis initially confirmed the low lead impedance failure while the battery was connected to the hybrid. However, after the battery was disconnected and the hybrid biased using an external supply, the lead impedance measurement was nominal; the failure had cleared. The device was fully functional throughout the remainder of the analysis; the failure could not be reestablished. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.